Manufacturer narrative:
This report is filed january 8, 2015. Implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgment during an MRI on (B)(6) 2015. Subsequently, the patient developed swelling over the implant site and was hospitalized (date and duration not reported). Revision surgery is planned, however yet to occur as of the date of this report, january 8, 2016.

Manufacturer narrative:
Per the clinic, the patient received a new implant magnet. The implanted device remains. This report filed january 11th, 2016.